Event description:
The customer stated that they experienced an air in blood alarm with the c3. They reset the alarm and it alarmed very soon after. At that time they noticed blood coming from behind the blood tubing set cartridge and that there was air in both the venous and arterial chambers as well as in the return blood line. They stated that some of this air went to the pt and they had to be hospitalized.